Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board coin battery and adjusted the 5v power supply. System operates as intended.

Event description:
Customer reported that the system displayed a communication error. No patient injury was reported.